Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 280 mg/dl, 105 mg/dl, 137 mg/dl, and 152 mg/dl within 5 minutes on the mobile system. No adverse event reported. The alleged product was requested for evaluation.